Event description:
Patient hooked up to chemotherapy via a port with cadd prizm pump. Dose: 1057 mg 5fu in 540 ml. Volume: 506 ml to be infused at 11 ml/hr x 46 hrs. Disconnect was after two days with 81 ml left in the bag. The most that should be left was 34 ml. The pump event log shows that the res vol did get to 0. The accuracy of the pump was verified within normal limits. The tubing set used was 21-7394 cadd tubing. The patient did not receive his chemotherapy as ordered and it is unclear why.